Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose, with blood glucose in the 20 to 58 mg/dl at the time of the incidents. The customer was at 138 mg/dl half an hour before the time of the call. The customer used food to treat the current low. The customer experienced symptoms such as chills and memory loss. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the caller declined. Customer had expired sensors. The insulin pump will not be returned for analysis.